Manufacturer narrative:
Lead device information is unknown at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. During an ipg revision, high impedances were found on (B)(6) 2018. To address the issue, the physician explanted and replaced the patient¿s lead. Postoperatively, effective therapy was restored.